Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#:139254 m2a-magnum 42-50mm tpr insrt-3 lot#:ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately ten years post implantation due to pain. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: catalog#: 139254 m2a-magnum 42-50mm tpr insrt-3 lot#: ni, unknown cup. Reported event was unable to be confirmed due to limited information received from the customer. Review of the pre-op x-rays provided identified anatomic alignment of the right hip arthroplasty. Small focal area of acetabular osteolysis. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; h2; h3; h6. One head was returned and evaluated. Upon visual inspection there is some scuffing on the outside radius of the head and a gouge in the face of the device. The taper has some scuffing but no visible debris. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision procedure approximately ten years post implantation due to pain, metallosis, alval, and elevated ion metal levels. No further event information available at the time of this report.